Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular (rv) lead was failing to capture. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout.